Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v007427, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that there was pain on the side of implant/down the right side. It was suspected by the medical team to be due to the device irritating a nerve and so it was decided to remove the device and replace it to the other side. No environmental or patient factors that may have led or contributed to the issue were reported. No diagnostics or troubleshooting was done. The rep reported that they attempted to turn the device off as well reprogramming it. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.